Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair evaluation: the customer reported that the item 05.000.008 all speeds barely works. The repair technician reported that foreign substances in housing, cable, electrical cord damaged & foreign substances in protector/shield. The cause of the issue is improper maintenance. The following parts were repaired: housing, cable, electrical & protector/shield. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part #05.000.008. Synthes lot #008057. Supplier lot #008057. Release to warehouse date: 10 jun 2021. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the speeds barely works for the hand piece for battery powered driver. The issue was observed during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.